Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead was found dislodged at post-implant follow up based on the lead measurements obtained. A revision procedure was subsequently performed wherein the lead was repositioned successfully. No adverse patient effects were reported. This ra lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.